Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing.

Event description:
It was reported that a motor stall occurred and never recovered. The actions required as a result of the event included explant on (B)(6) 2014. There were no diagnostic testing or troubleshooting performed. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient had pain and sweating (diaphoresis). The location of the issue or symptom was the device pocket. The pump was used to infuse fentanyl and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).